Event description:
On (B)(4) 2015, hitachi received a report from an echelon MRI customer that found damaged cables on their receive-only knee coil. The customer stated that the two signal cables used to connect the coil to the MRI system were "glued" together and that they pulled them apart. Once separated, the technologist noticed evidence of thermal damage. The coil was placed out of service and replaced. The site has no knowledge of when the damage occurred. No patients were harmed.

Manufacturer narrative:
The echelon is a 1.5 tesla closed bore MRI system. On (B)(4) 2015, hitachi dispatched a field service engineer to investigate the incident. The receive coil was inspected and thermal damage to the coil cables was confirmed. The exterior insulation was melted and there was some exposure of the braided ground conductor that is immediately under the insulation. A small area about 2-3mm in diameter showed some charring where the ground conductor of both cables came into contact with each other. Given the fact that the cables were pulled apart after melting together, the damage to the cable insulation because of heating alone is impossible to ascertain. The cables are ul 20276 rated. The coil was returned to hitachi for further inspection. The coil was mostly functional when received, only 1 of 12 channels had a bad pre-amp. Testing determined that the bad channel did not induce the thermal problem. Clinical applications discussed proper cable routing practices with the customer on (B)(4) 2015. The technologist reported that they route the cables parallel to each other and use pads to keep the cables from contacting each other or the patient. Evidence suggests that the most likely cause of the thermal damage was that the two cables were allowed to contact each other, creating an rf current loop. User manuals warn against this practice.